Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted with a starclose device after an fundus fluorescein angiography interventional procedure using a 6f sheath. Reportedly, during step 4 [clip deployment], the physician didn¿t feel the device recoil. The device didn¿t feel like it normally does so the device was removed, and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, the following information was received: the deployment "just felt different" when strep 4 button was depressed, no clip was noted on the end of device. No additional information was provided.

Manufacturer narrative:
Medical device problem code 1494 clarifier- patient selection. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The starclose se device was used in an area of calcified plaque. It should be noted that the electronic starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.